Manufacturer narrative:
(B)(4). The device was received with a loose mount. The handpiece was connected to the generator and disposable instrument for functional testing and the phase margin was out of specification but no error code was received during testing. The device was disassembled and evidence of moisture ingress and a torn acoustic isolator were found. The loose mount, torn acoustic isolator and out of spec phase margin are not related to the reported issue of an error code 3. It is probable that the loose mount and evidence of moisture ingress could have caused the error code 3.

Event description:
It was reported that during an unknown procedure, the handpiece gave an error 3. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported .